Event description:
It was reported, the tip broke off the inner sheath during an unknown procedure. The device was retrieved from the patient. There were no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.